Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the inside of the forceps plug mouthpiece was clogged with a foreign object. The foreign object was unable to be identified. The event can be detected/prevented by following the instructions for use which state: "do not aspirate solids or highly viscous substances, and what to do when you aspirate them. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the working channel and air/water channel of the evis exera iii gastrointestinal videoscope was blocked. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the channel mount unit was blocked with foreign material and was not able to be removed. The report is being submitted due to blocked channel mount unit found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found there was a leak at the scope connector cover unit and grip unit when leakage and electrical safety tests were performed. Additionally, evaluation found the distal end insulation test failed, the connecting tube was buckling, the grip was shaved, the switch box was dented, the forceps channel was shaved, the air/water cylinder and suction cylinder were discolored, the scope connector case unit was dented, the plug unit was dented, the right/left knob was scratched, the suction function did not work at all and the forceps could not be inserted due to the clogged instrument channel, and the objective lens was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.